Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4) .

Event description:
It was reported that the act button on the insulin pump was unresponsive. The customer was unable to access certain menus on the insulin pump. The customer was unable to access the basal rates and temp basal. The insulin pump was bumped. The insulin pump had a chip on the locking mechanism for the belt clip. Customer's blood glucose level was 5.6 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.